Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing needle cap/guard is confirmed; however, the exact cause is unknown. Seven photographs of a safestep device were returned for evaluation. An initial visual observation of the photographs showed the infusion set and the cardstock was observed to be on the infusion set. However, the needle guard was observed to be missing from the needle shaft in the returned photographs. While the needle guard was confirmed to be missing, exactly where or when it went missing could not be determined. Therefore, the root cause is unknown. No damage or use residue was noted on the device or packaging. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the nurse opened the safe step bag, the needle cap was missing. It was not used because it could be safe unsanitary.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.